Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stimulator caused the patient extreme pain from day one. The unit was worn for 6 to 7 hours, and the pain did not go away on the second day. The patient took gabapentin, aleve, and other pain meds. The second day he tried using the stimulator, and within half an hour, the pain started. The stimulator was removed and not used again. The patient went to see their doctor a week later. The doctor told the patient to remove the stimulator and not use it because of the pain and prescribed prednisone. The patient is not using the unit and will not use it again, and he does not want to try another unit. The patient stated that he has increased his daily activities somewhat as he is in physical and occupational therapy and is learning to walk again. It was reported that no further information is available.

Event description:
It was reported that the stimulator caused the patient extreme pain from day one. The unit was worn for 6 to 7 hours, and the pain did not go away on the second day. The patient took gabapentin, aleve, and other pain meds. The second day he tried using the stimulator, and within half an hour, the pain started. The stimulator was removed and not used again. The patient went to see their doctor a week later. The doctor told the patient to remove the stimulator and not use it because of the pain and prescribed prednisone. The patient is not using the unit and will not use it again, and he does not want to try another unit. The patient stated that he has increased his daily activities somewhat as he is in physical and occupational therapy and is learning to walk again. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.